Event description:
On (B)(6) 2011, the patient reported the up button on her infusion device stopped working and has been "acting up" for the past couple of weeks. She stated the issue is intermittent and the button will work if it is repeatedly pressed. She switched to her backup infusion device. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.